Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of hub. Rcc received a complaint via email. Notification only (no investigation required) for pr# (B)(4). Tw 5722564 ¿ primary packaging/container difficult to open ¿ (dosing syringe) lots: 5038159, bd: 309623. Takeda awareness date: 20jan2026. Indication: patient mentioned needles are so flimsy, trying to get cap off pulls the needle out. Sometimes when doing the injection needle stays in stomch and has to pull it out. Product: gattex country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: potential dosing issue. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Please note: no additional information available. No inv due.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.